Event description:
Covidien received information stating that smoke was emitting from the ventilator. The ventilator was not being used on a patient at the time of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverter pcbs, which resolved the reported issue.(B)(4).